Manufacturer narrative:
The I-port worn prior to admittance to the hosp was not available to return for eval and pt did not examine the device following removal.

Event description:
Pt alleged that she experienced a cannula bend while wearing the I-port, resulting in high blood sugars and hospitalization.